Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed the following: the driveshaft was out of position and difficult to move back to its home position. The clutch plate was also found to be damaged. Based on the issues noted with the driveshaft and clutch plate, the reported complaint was confirmed. The battery lock was also found to be damaged. A definitive root cause for the observations made during visual inspection could not be determined. Functional testing was performed and the platform displayed a ua 45 (not at home position after power-on/re-start) fault. This was determined to be due to the previously observed out of position driveshaft and damaged clutch plate. A review of the archive confirmed multiple ua 45 faults had previously occurred with the platform. The archive also showed low voltage batteries were used with the platform during compressions. In summary, the reported complaint was confirmed based on visual inspection revealing the clutch plate was damaged and the driveshaft was out of position, however a definitive root cause could not be determined.

Event description:
It was initially reported that on (B)(6) 2013, the autopulse platform was experiencing rotating and lifeband issues. No patient sequelae was reported. Manufacturer determined that this event was not a reportable malfunction as it was not considered to be a safety hazard and there were no reports of patient/user safety issues. The platform in complaint was subsequently returned to the manufacturer for investigation. Upon review of the archive data, it was observed that user advisory ua 45 (not at home position after power-on/restart) fault occurred on the reported event date of (B)(6) 2013.